Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr. Actual device involved in incident was evaluated. Result: record evaluation completed. Complaint could not be confirmed. Device performed according to specifications. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected results on protime microcoagulation system. The test was repeated immediately and obtained different result than the first. Patient generated inr 1.5 the test was repeated with a fresh sample on the same instrument and generated inr 2.2. The test was repeated with a third sample on a second instrument and generated inr 2.3. The inr 2.2 was used for treatment decision. Patient's therapeutic range 2.0-3.0. No adverse event(s) reported.